Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had no flow. The unit was filled with flucloxacillin. There was no patient involvement. Additional information was requested and is not available. This is report 3 of 3

Manufacturer narrative:
(B)(4). The device was manufactured may 9, 2014 and may 10, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded by the customer; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.